Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sync issue. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. In addition, signal loss greater than three hours was observed in the data. The probable cause of the signal loss could not be determined. The reported event of a sync issue is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.